Event description:
Procedure: lap gastric bypass. Reportedly, the stapler could not be fired properly. Therefore, the surgeon stopped the case and applied a competitive stapler. There was post operative bleeding and the pt was taken back for an exploratory laparoscopy. The surgeon was unable to determine the absolute source of the bleeding, but cleaned out the abdomen. The pt's hematocrit dropped significantly, but he is doing fine now.